Manufacturer narrative:
510k: this report is for an unk - screwdrivers: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the surgery. Surgeon inserted the locking screw in question to a hole of a plate, but there was a gap between the head of the locking screw and the plate. So, the surgeon tried to remove the locking screw with a screwdriver and reinsert, but the locking screw head got stripped and could not be removed. Surgeon used other device to remove the locking screw and eventually the locking screw was removed. Procedure was successfully completed with thirty(30) minutes delay. Surgeon pointed out that there was a technical problem, but also star drive shape itself of the locking screw head may have caused the strip. Concomitant device reported: unknown plates (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - screwdrivers. This is report 2 of 2 for complaint (B)(4).